Event description:
On (B)(6) 2023, the customer reported to olympus, the ultrasonic lithotriptor was giving an incorrect output during routine inspection by the facility's technician. The device was returned for evaluation. During the device evaluation, electrical damage was found, which is a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem of incorrect output, was unable to be confirmed. The device evaluation found electrical damage. It was found that the power board and control printed circuit board (pcb) were corroded. It was also found that check probe error turns on during activation and the transducer was not detected due to bad connector. Cosmetic damage (top cover paint peel off) was also found. This unit was manufactured by cybersonics inc. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A complaint history review was performed on (B)(6) 2023. There were no previous complaints reported against this serial number. Regarding the reported failure mode [ltp2005 / incorrect or inappropriate output], there are no other pending investigations associated with this failure mode. Based on the findings from the inspection, the observed damage on the device can be attributed to exposure to high humidity or moisture infiltration, which is likely associated with improper maintenance/storage conditions. The device IFU (instruction for use_spl-ifur_ar) states: "olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection." (Page 29). Also, it states "proper care and maintenance are critical for safe and effective operation of the shockpulse-se system; use of any procedures not expressly recommended by olympus may adversely affect or damage olympus devices." (Page 23). Proper storage environment is also provided on page 9 of the IFU. Olympus will continue to monitor the field performance of this device. If any additional information is provided regarding this event a supplemental report will be submitted.